Event description:
Reportedly, the balloon on the trocar was found to be broken when removed from the pt's umbilicus. The surgeon removed the trocar and a small balloon fragment from the pt. No pt injury reported.